Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had never had the device work for them since day one. Patient said they had a blood clot. Patient said nothing was good about this equipment and it did not work.  Agent reviewed role of representative and redirected patient to healthcare provider. Agent sent email to rep and team requesting a callback. Manufacturer representative stated the patient had not charged their ins since january and thus did not get relief through therapy. The patient stated they had turned stimulation off for heart surgery in (B)(6). The patient had stopped using stimulation because it wasn't helping them. The patient stated they charged their ins yesterday and stimulation was on and they would see if it helped.